Manufacturer narrative:
Estimated date. The device is not returning. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a clinical research study article identifying a prostar xl device that resulted in an intraoperative needle stick to one member of the operating team. Details are listed in the attached article, titled "iatrogenic vascular injuries from percutaneous vascular suturing devices".

Manufacturer narrative:
D4: the UDI# is unknown because the lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effect of needle puncture cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attached: "iatrogenic vascular injuries from percutaneous vascular suturing devices".